Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. A partial lead was returned in four pieces. Internal insulation abrasion was found at 10.0-11.6cm from the distal tip between the shock coils. The etfe coating was intact at this location. The remainder of the damage occurred during explant.

Event description:
This report is to advise of an event observed during analysis.